Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: the black box shows no evidence of por events. The battery compartment is undamaged, returned battery cap has a damage at the top slot but threads are intact and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The cap was hard to remove due the damaged top coin slot. ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate ¿power¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power pcb circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.